Event description:
It was reported that the patient was experiencing pain at the ipg site and difficulty charging due to ipg migration. It was also noted that the patient had inadequate pain relief. The patient was given pain medication.